Event description:
Philips received a complaint by the customer on the v60 indicating that the blower temperature was too high. The customer stated the unit was in use and gave error code 1122, "blower temperature high". The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse then advised the customer to verify that the air inlet filter was not dirty or blocked as well as the cooling fan was operating properly. The rse also advised the customer to replace the blower assembly if needed. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.